Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter read inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available to provide follow up when attempted by medical surveillance (ms). The patient claimed that on (B)(6) 2015 at 04:00am he obtained results of ¿499 and 431mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to results of ¿37 and 70mg/dl¿ obtained on another device. The tests were performed within an unknown time of each other. Based on statistical methodology the calculated difference in results exceeds lifescan¿s criteria for accuracy. The patient manages his diabetes with an insulin pump and stated that on (B)(6) 2015 at 04:00am, he consumed food or drink in response to the alleged issue. The patient claimed that on (B)(6) 2015 at 04:00am he developed symptoms of ¿low blood sugar¿ and had his blood glucose tested on an emergency medical services (ems) meter which gave results of ¿35 and 71mg/dl¿ and was treated by the ems with IV fluids. During troubleshooting, the cca noted that the patient was unable to confirm if the meter was set to the correct unit of measure and an approved sample site was used. When a control solution test was performed, the results were in rage. Replacement products were sent to the patient. This complaint is being reported because the patient received medical intervention from a healthcare professional for a blood glucose excursion, after the alleged meter issue occurred.